Event description:
It was reported the lead had intermittent capture, high impedance, apparent fracture, and oversensing. It was also reported that while no lead abnormality could be identified, it was suspected that the lead had a "make break connection". The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.